Event description:
Same case as MFR's #6000089-2004-00763. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered and the delivery device shafts fractured. The physician was attempting to treat predilated lesions in the severely tortuous lad and 1st diagonal branches. The lesions were described as 98% stenotic, severely calcified. While trying to maneuver each of the taxus express2 2.5 x 24mm drug eluting stents across the lesions, the delivery device shafts fractured. The physician was able to remove both devices without further incident. He was then able to successfully deploy two vision stents. No pt injuries or complications were reported.